Event description:
It has been reported to co that during a ptca procedure the balloon of this device ruptured. The device was removed and replaced. The pt is reported as fine. The device is not being returned for co's analysis.